Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: analysis found normal lead characteristics.

Event description:
It was reported that the left ventricular lead dislodged and exhibited unacceptable threshold. The patient exhibited twiddlers syndrome. The lead was explanted and replaced.